Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, micl12.1, -12.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018 as a replacement lens due to excessive vault, glare/haloes and blurred vision. It was reported that the lens resolved the problem but the patient had some issues of glare at night. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted. Reference MFR# 2023826-2020-00202 for initial lens.